Manufacturer narrative:
Corrected data: b5: the lens was implanted on (B)(6) 2020 - should be in previous MDR. D6a: (B)(6) 2020 should be in the previous MDR . Claim# (B)(4).

Manufacturer narrative:
Correction: b5 - "the lens was exchanged for a shorter length lens and the problem was resolved." Claim#: (B)(4).

Manufacturer narrative:
B5: the lens was exchanged on (B)(6) 2021 with a longer length lens. And the problem was resolved. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -8.0/+0.5/022 (sphere/cylinder/axis) into the patient's right eye (od). The surgeon reports excessive vault. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.